Manufacturer narrative:
Procedural cine (still images and movies), procedural echo (still images and movies) were submitted for review. Complete study and pre-op CT images not provided. Procedural echo: still images sent with poor quality, unable to review, four (4) echo movies provided. Rcc leaflet appears to not be functioning; first s3 valve appears canted (unable to confirm as the image quality is poor); second valve appears within the first s3 five (5) cine movies provided. First cine movie shows undeployed valve across native annulus. Valve deployed slightly canted. Valve is not fully inflated (frame struts appear to be 95-98 degrees); wide open ai seen; viv done inside s3; post dilatation of second valve seen; last shows ai resolved impressions: unable to determine cause of leaflet motion restriction due to lack of imagery provided. First s3 deployed 2ml less than nominal, as reported in the complaint. Unable to comment on the reason for leaflet motion restriction since the full functionality of the leaflets is related to full volume inflated in the ds balloon. Per IFU, using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Per physician training, the delivery system requires a prescribed volume for thv deployment and proper function. The second s3 (viv) was deployed with nominal volume and was post dilated.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the motion restriction is unknown. However, the mechanisms above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure, restricted motion of the leaflet was observed. A 26mm sapien 3 valve was aligned on balloon without issue. During inflation a ¿strong¿ resistance was felt when there was 2ml of fluid remained in inflation device. The deployment was stopped. Transesophageal echocardiography (tee) was performed and the right coronary cusp (rcc) was not moving. The ¿bailout¿ technic was attempted by having the pigtail catheter contact rcc; however, rcc was still ¿unmoving¿, so a 26mm s3 valve was deployed with nominal volume within the first s3. The second valve was deployed at the same position as the first valve. Tee confirmed that motion of the cusp was normal. Hemodynamic was stable throughout the procedure.

Manufacturer narrative:
Procedural cine (still images and movies), and procedural echo (still images and movies) were submitted for review. Complete study and pre-op CT images not provided. Procedural echo: · still images sent with poor quality, unable to review · four (4) echo movies provided. · rcc leaflet appears to not be functioning · first s3 valve appears canted (unable to confirm as the image quality is poor) · second valve appears within the first s3 five (5) cine movies provided. · first cine movie shows undeployed valve across native annulus · valve deployed slightly canted · valve is not fully inflated (frame struts appear to be 95-98 degrees) · wide open ai seen · viv done inside s3 · post dilatation of second valve seen · last cine shows ai resolved. Impressions: unable to determine cause of leaflet motion restriction due to lack of imagery provided. First s3 deployed 2ml less than nominal, as reported in the complaint. Unable to comment on the reason for leaflet motion restriction since the full functionality of the leaflets is related to full volume inflated in the ds balloon. Per IFU, using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Per physician training, the delivery system requires a prescribed volume for thv deployment and proper function. The second s3 (viv) was deployed with nominal volume and was post dilated. Based on the observations described above, engineering was able to confirm the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak.¿ a device history review did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rates did not exceed the april 2017 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. There were no instructions for use or deficiencies identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were confirmed based on the review of imagery, but no manufacturing non-conformances were identified. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, under expanded valve due to improper inflation volume, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per complaint description, the valve was deployed with 2 ml less than nominal volume (under expanded valve). Furthermore, during imagery review of the procedural cine, it was observed that the valve did not appear to be fully expanded and there was wide open ai. According to IFU/training manual, the delivery system requires a prescribed volume for thv deployment and proper function. Therefore, the under expanded valve may have restricted the motion of the leaflets and led to abnormal coaptation and central regurgitation as reported in the complaint. Based on available information, the complaint is likely attributed to procedural factor (improper inflation volume). The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were confirmed based on the review of imagery, but no manufacturing non-conformances were identified. A review of DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that manufacturing non-conformances contributed to the complaint event. Available information suggests that procedural factor (improper inflation volume) may have contributed to this complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central regurgitation is likely due to the reported motion restricted leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.